Event description:
The customer reported that the system gives high ma error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep performed a generator calibration, reloaded the system software, and verified kvp tracking then verified proper operation of system. The unit is fully functional and operates as intended.